Manufacturer narrative:
(B)(6). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Response received: characteristic cracking noise during firing was detected. Surgeon said that the instrument was fired until a point of adequate force. No maximum force to fire enforced. The instrument stapled only 1/3 of the staple line. Surgeon observed free staples in situ showing the proper b-shape. No severe bleeding occurred. There were no negative consequences for the patient.

Event description:
It was reported that during a hemorrhoidopexy procedure, the device produced an incomplete staple line; sutured by hand. Another like device was used to complete the procedure. No further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): batch # m55h4r. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.